Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 504 to 540 mg/dl at the time of the incident. The customer was at 232 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported the pump had an issue and the alarm did not sound. The customer stated they completed set changes but their blood glucose did not decrease. The customer's doctor thought the issue was a technical issue with the pump. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the date in the insulin pump was 49 hours behind the actual time. It was reported insulin pump physical damage, and the insulin pump audio was no longer working. The insulin pump history showed motor arm cannot communicate with the main arm and hardware low level failure alarms. The insulin pump also failed a self test.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. However, device alarmed pump error 63 alarm during self test and pump error 4 alarm confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.